Event description:
It was reported that the right ventricular (rv) lead had high impedance of 3105 ohms and a high threshold of 2.5 volts at 1.0 milliseconds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator: (B)(6) 2008. 4524 implantable pacing lead: (B)(6) 1994. (B)(4).